Event description:
It was reported that the needle eclipse 30x1/2 experienced a detached safety mechanism and blood exposure. Product defects were noted after use. The nurse operating the device cut their thumb, exposing an open cut to the patient's blood. The nurse then received an hiv test which came back negative, and is currently awaiting the results of additional blood testing. The following information was provided by the initial reporter: material no.: 305757 batch no.: 9303827 per email: the rn involved in this incident said that on 6/1 she gave a heparin shot to the patient. When she went to activate the safety device, it broke off which resulted in her thumb getting cut. She immediately washed her hands and placed a band aid on it. She then notified the ouch pager and the nurse supervisor who was on that night. She obtained the hiv consent form from the patient, who was then tested for hiv. That result came back negative. She also had her own labs drawn and is currently waiting for those results.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Occupation: nurse supervisor: medical and surgical oncology. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle eclipse 30x1/2 experienced a detached safety mechanism and blood exposure. Product defects were noted after use. The nurse operating the device cut their thumb, exposing an open cut to the patient's blood. The nurse then received an hiv test which came back negative, and is currently awaiting the results of additional blood testing. The following information was provided by the initial reporter: material no.: 305757 , batch no.: 9303827. Per email: the rn involved in this incident said that on 6/1 she gave a heparin shot to the patient. When she went to activate the safety device, it broke off which resulted in her thumb getting cut. She immediately washed her hands and placed a band aid on it. She then notified the ouch pager and the nurse supervisor who was on that night. She obtained the hiv consent form from the patient, who was then tested for hiv. That result came back negative. She also had her own labs drawn and is currently waiting for those results.